Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7083885.

Event description:
It was reported that the patient experienced inadequate stimulation, pocket site pain due to current location in the buttocks and difficulty in charging. It was also noted that the patient had severe pain when sitting and sleeping. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and moved the paddle tails through midline location and tunneled to front of chest wall. The patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the facility.